Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but a similar device, part #propinf, is commercially available cleared 510k k131283. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the cutting guide does not match the patient's anatomy.

Event description:
It was reported that the cutting guide does not match the patient's anatomy.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. Upon further investigation by the prophecy team, the following were noted: the CT scan was processed within normal, acceptable ranges, including the talus bone model. No errors were identified during the segmentation procedure. The tibia implant and tibia resection were proposed within normal ranges. No errors were identified during the implant planning procedure. The alignment guides were designed within normal, acceptable ranges. No abnormalities in the internal process were found. The engineering drawings and quality documents were processed within normal, acceptable ranges. No abnormalities in the internal process were found. It was not possible to identify what caused the unexpected anterior slope of the tibia cut and the difference between the prophecy talus bone model and the patient¿s talus anatomy. A potential root cause may be a discrepancy in user expectations vs guide fit and feel intraoperatively, or user error during surgery. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.